Event description:
It was reported that the customer received multiple no delivery alarms. His blood glucose level was 113 mg/dl. The alarm was caused by an infusion set or reservoir occlusion. The tubing near the reservoir looked cloudy. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)